Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code of 810:04. This event had the potential to interrupt delivery. It is unknown when this condition occurred and if there was patient involvement. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code of 810:04 was confirmed in the pump's event history but not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.